Manufacturer narrative:
Information from the user stated that following the event, the platform was tested; however, the user was unable to reproduce the observed issue. The device associated with this complaint will not be returned for evaluation. Since the device was not returned, physical investigation of the device could not be performed and a root cause could not be determined. In the case the device is returned, the complaint will be re-opened to perform an investigation.

Event description:
The autopulse platform (sn (B)(4) was deployed without issue and used on a patient providing continuous compression; however, while the platform was in operation performing compression the user observed intermittent issues with the user control panel. The reporter noted that the display went blank, transitioned to checkered, then displayed as normal. Although an issue with the display screen was observed, it did not stop the platform from providing automatic compression. No known impact or patient consequence was reported.